Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented in clinic in backup vvi mode. A user download successfully restored the device.